Event description:
It was reported that there was a hole in the inner package (sterile). It was stated that the implant did not come in contact with the patient. The nurse noticed the packaging problem on time. Surgery was extended for 2 minutes and was completed with another device.

Manufacturer narrative:
Visual examination of the returned package revealed a small hole on the inner layer. Our investigation and our production records do not indicate any anomalies during manufacturing process. The review of the device history records showed that the device was manufactured, washed and packaged according to defined specifications with no reported non-conformities regarding the sterile barrier. All possible causes according to dfmea could be excluded. The reported damage of the packaging is occured outside of the control of zimmer (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not received devices or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).